Event description:
A report was rec'd that the pt's leads were replaced due to high impedances. The pt is reportedly doing well following the revision.

Manufacturer narrative:
The explanted leads were not returned for further evaluations as they were discarded by the medical facility. A review of the mfg documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.